Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw small air bubbles in the luer lock after loading and filling tubing. During troubleshooting with tandem's customer technical support (cts), the customer primed the air bubbles out of the luer lock by filling tubing. The customer's blood glucose level was not impacted.